Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a thinner surface and smooth opening at the taper tubing junction consistent with wear and tear. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
Physician reported leakage in the port tubing.